Event description:
Potential for injury associated with an m41 power chair that goes a few feet, turns to the right and goes in circles, shaking while moving. This erratic movement could contribute to injury to the user or any bystanders.